Manufacturer narrative:
Up arrow button did not respond due to flattened button dome switch. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the up arrow button was flat and no longer clicked but still responded. Customer's blood glucose was 349 mg/dl. Customer was advised that insulin pump would be replaced.